Event description:
It was reported that the remote monitor failed to transmit a carealert. It was further reported that the patient was away from home and from the monitor when the carealert would have been originally generated, but returned home within the timeframe for the device and monitor to be able to connect and send the carealert. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.